Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer's blood glucose was 10.4 mmol/l. The customer confirmed that the insulin pump did not experience any physical damage. The insulin pump was not exposed to moisture. The customer was advised to remove the battery for ten minutes and reinsert the battery. The customer was advised that they could be sent a loaner insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.